Manufacturer narrative:
Clinical investigation: a peritoneal dialysis nurse (pdrn) reported this elderly patient on continuous cycling peritoneal dialysis (ccpd) was on hospice care and decided to stop peritoneal dialysis (pd) therapy on (B)(6) 2018 and expired. The cause of death reported was heart failure, unrelated to pd therapy. The patient had significant cardiac comorbid conditions including hypertension, congestive heart failure, and atrial fibrillation as well as diabetes mellitus. Based on the available information, there is no documentation or indication that the liberty cycler caused or contributed to the patient¿s death. This elderly patient was on hospice care and stopped pd treatment prior to death. There is no evidence of a liberty cycler malfunction or product deficiency associated with the patient¿s death on (B)(6) 2018. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) reported on (B)(6) 2018 that the peritoneal dialysis (pd) patient expired on (B)(6) 2018. The pdrn reported that the patient decided to stop treatment on (B)(6) 2018 and was placed in hospice for less than 48 hours. The pdrn reported that the patient's death was unrelated to their dialysis treatment. Upon further follow up it was reported that the patient's cause of death was heart failure. The patient had multiple comorbidities such as pulmonary hypertension, congestive heart failure, atrial fibrillation, sleep apnea, diabetes, gout, and osteoarthritis. Additional information was not provided.